Event description:
The customer reported inaccurately high blood glucose readings with co test strips, lot #1a601b. She opened the bottle approx. 2 weeks ago and immediately began using the test strips. She noticed that her blood glucose readings were higher than her "usual" readings with another brand test strips(110-150 mg/dl range). Approx. 1 week ago she performed a side by side comparison using the other test strips versus co test strips. The results were 140 mg/dl and 180 mg/dl respectively(a 28.5% difference). With the co rep, she performed a normal control solution test. The result was 201 mg/dl versus a normal control solution range of 126-190 mg/dl. The solution (exp 6/98) was opened for the first time today and the customer shook it well before testing. A check strip test also performed with the rep yielded a result of 85 versus a check strip range of 73-98. The desiccant is in the bottle of co device. The code was set correctly in the customer's meter. The customer stores her test strips in the kitchen.